Event description:
Received information stating customer received an occlusion alarm. There was no reported implant to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.